Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
It was reported that the unit had a oxygen flow out of range failure. The device was in use at the time of the event. The patient was bagged during ventilator change.

Manufacturer narrative:
MFR received date 02 dec 2019. Date of report 03 dec 2019. Philips field service engineer (fse) could not duplicate the reported issue. The fse ran full performance assurance and all tests passed. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.